Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion using rhbmp-2/acs. The patient's post-operative period was marked by severe pain. Following the surgery the patient suffered from autonomic nuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, inflammatory reactions, chronic radiculitis, retrograde ejaculation, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, dysphagia, difficulty breathing, difficulty gripping and holding items, and chronic pain. The patient has bone overgrowth reportedly causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: l1-2 and l2-3 posterior partial laminotomy for lateral recess decompression and partial facetectomy and foraminotomy. Harvest of local autograft bone. Left-sided transforaminal approach fro l1-2 discectomy and interbody peek and allograft arthrodesis and fusion. Bilateral partial posterolateral decortication and posterolateral arthrodesis and fusion with allograft and bone morphogenic protein. Stealth stereotactic and 3d c-arm fluoroscopic guided placement of bilateral l1, l2 and l3 pedicle screws. L1 to l3 posterior segmental instrumentation. Use of microsurgical technique and operating microscope along the c-arm fluoroscopy and stealth stereotactic station fro placement of the pedicle screws and navigation. Significant difficulty for the entire approach due to patient's size and morbid obesity. Preoperative diagnosis: l1-2 and l2-3 spondylosis. L1-2 and l2-3 grade 1 spondylolisthesis. Mechanical lumbar back pain. Per-op notes: "pedicle screws, 5.5x45mm, were placed. In each case, the entry site was chosen at the point of junction of the pedicle with transverse process. A medium package of bone morphogenic protein had been previously prepared on the back operating table. Subsequent to placement of all 3 screws in the right side and partial decortication of posterolateral elements, approximately one third of that package was placed along with allograft bone over the partially decorticated posterolateral elements. The peek rod was then measured at 70mm and placed in the screw heads and secured under gentle compression...therefore, the disc space was packed with a small sponge of the bone morphogenic protein and some allograft bone. This was also not attempted at the l2-3 level, once again secondary to patient's size and also for safety purposes. The posterolateral elements were once again partially decorticated and packed with the remainder of the allograft and some bone morphogenic protein package."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.